Event description:
The customer reported that the image was not clear and was too black. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image display board was cleaned and reseated. The system was then found to be operating as intended.